Event description:
It was reported that a patient¿s dexcom g7 continuous glucose monitor (cgm) sensor did not pair reliably with the ilet pump after initially being connected to a dexcom receiver, resulting in intermittent communication during the early warm-up and a pairing failure between the cgm and pump; troubleshooting advised disconnecting the receiver and re-pairing the sensor. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, involving the cgm-to-pump link, with device components implicated including rf communication elements such as the antenna and other electrical or magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.